Manufacturer narrative:
Per the evaluation, the balloon was found to be intact with no missing pieces, therefore this event is no longer reportable. Our product evaluation lab received one model 12tlw805f35 fogarty catheter. The customer report of balloon issue was confirmed. The balloon latex was pulled out from distal windings and balloon latex had inverted over proximal windings. After pulling the balloon back, straight edge on the distal end of balloon latex suggested the balloon latex was intact. Per the IFU balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. No other visible damage or inconsistency was observed from catheter. An engineering evaluation was performed to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process 100% of the units go through a balloon, winding and inflation inspection process performed. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming. When the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, before use, a fogarty balloon had half of the balloon material missing. A new fogarty was obtained to complete the case. There was no allegation of patient injury.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Corrections to the h6 codes impact code, type of investigations, investigation findings, and investigation conclusions were made.